Manufacturer narrative:
As the reported device was not returned, angiodynamics was inable to perform an evaluation of the reported device. As no account identifying information was provided, angiodynamics was unable to obtain any follow up information. The customer's reported complaint description of "catheter broken in half when the power injector was triggered" cannot be confirmed because no product was returned for evaluation. Without receiving a sample to evaluated, a root cause cannot be determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use (ic 444), which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". This type of complaint will continue to be monitored for trends. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
Angiodynamics received FDA medwatch reference mw5094777. A risk manager reported that the accu-vu omni flush catheter broken in half when the power injector was triggered. The practitioner was able to safely retrieve the catheter from the femoral artery. No end user identifying information was provided.